Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic rectosigmoidectomy, while being applied to at the time of colon transection the surgeon tried to fire the purple reload but the stapler did not fire. They opened a new stapler in order to complete the case. As reported, there was no patient injury.